Event description:
When using the ambu bag on a pt it was discovered that the reservoir bag was deflated and upon further inspection it was determined that the tubing from the oxygen source was not connected to the ambu bag.